Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not know if the healthcare professional (hcp) had "fixed the old one with wires" and pt won't know until they go back to see them. The patient stated that they had felt the stimulation at all times (since implant) and down their leg but then, around (B)(6) 2018, they noticed they did not feel the stimulation so they knew something was wrong. They went to their hcp to have the device checked and was told that the implant was not working so they got it replaced. There were no further complications reported or anticipated.